Event description:
The customer stated that they ran a patient sample, in a whole blood mode, multiple times on the coulter act diff analyzer and obtained variable results on several parameters. The customer indicated that some chemistries doubled in value; the white blood count (wbc) results ranged from 6.5 to about 13 x 10^3 cells/ul. Per customer, they reported the first set of results to the doctor. The doctor questioned the results based on the patient's condition, and customer re-ran the original sample several times obtaining different results. The customer stated that all repeated results were reported to the doctor and doctor used the last set (4th set) of results since he thought it was the most believable. Per customer, the 3rd and 4th run results matched well, and the doctor considered them to be accurate, correlating with the patient's health. Patient results (1st, 2nd, and 3rd run) are provided in file attachment. The customer did not provide the 4th run results because of the patient's information being present on the printouts. The customer believes that only one sample was affected. They ran each sample after this one multiple times obtaining consistent results. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
The sample was a finger stick and was run immediately after being drawn. Controls were run before and after the incident, and results were within range. The analyzer is currently performing within quality control (qc) specifications with respect to controls and reproducibility. Previously-run patient samples were not rerun to confirm accurate back to the last acceptable control run. The customer performed reproducibility post failure, and the instrument failed reproducibility on hemoglobin (hgb). Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse verified hgb voltage which was low, and the fse adjusted the hgb voltage to specifications. The fse also replaced pump tubing, dual diluent filters, and water filters. Post repair startup and qc were performed with acceptable results. Although the fse replaced multiple parts, failure mode for the erratic results is unknown. The failure mode for failed hgb reproducibility was attributed to hgb voltage being set too low.